Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During an intestinal resection, the probe of the subject device was broken off and fallen into the patient. The fragment was retrieved. The intended procedure was completed with another device. No patient injury was reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 15.5 mm from the distal end. The fragment was not returned. There was no any scratch around the surface of the broken probe. The shape of the broken surface showed that a crack was spread. As the result of checking the manufacturing record of the subject device, there was nothing abnormal found. This type of probe damage is most likely related to the operator's technique. Also, based on the similar cases in the past, it was known that the crack of the probe might be caused by excessive load applied to the probe due to activation while holding the tissue and twisting the subject device, or excessively pressing the probe against the tissue. The instruction manual of the device has already warned as follows; *do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.